Event description:
Procedure: hysterectomy. According to the reporter: (B)(6) woman. The patient was the ideal body type for this procedure. She was not overweight, (B)(6) and was in fit physical condition, laparoscopic hysterectomy with transvaginal morcellation. During closure of the vaginal cuff, the endo stitch needle broke. A piece was found on the floor but the other half was not located within the pelvis. An x-ray was completed which identified a small piece of the needle, the size of a surgical clip, lying in the mid lower pelvis, slightly to the right. Two surgeons interviewed: both stated that these needles can break, but this often occurs when the physician meets resistance or some other difficulty. And normally the broken piece sticks in the tissue when it breaks. Neither had experienced this type of breakage before. The literature supports this observation. Most breaks occur from needle fatigue or trauma to the needle. Yes, 1/2 of the needle fragment was retrieved from the patient and the other half was lost on the floor of the operating room.

Manufacturer narrative:
(B)(4).